Event description:
Man with end stage arthrosis of the right hip underwent right total hip arthroplasty on (B)(6) 2008. The hip stem broke 1.9 years later requiring a surgical revision. Wright medical technologies size 58mm solid lineage acetabular component with a group iii 36mm ID alumina ceramic acetabular liner and a profemur renaissance size 15 r femoral component with an extra-long standard neck and a 36x +0 alumina ceramic femoral head component.